Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The following cosmetic damage was also found: cracked case at the display window corners and belt clip slot, and minor scratches on the lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 79 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that difficulty pressing the buttons preceded the button error alarm; sometimes he would have to press a button several times before it responded. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.